Event description:
The customer reported had been having low blood glucose for the past couple of days. Customer stated she lost her transmitter charge and cannot use the continuous glucose monitory system. Customer stated the most recent low blood glucose was on 10/19, 10/20 and 10/21. Customer stated she was not sure of her blood glucose reading but stated it was below 65 mg/dl. Customer declined troubleshooting; she feels the insulin pump is working fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.